Manufacturer narrative:
The report submitted on 10/02/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-30210 listed. The correct manufacturers report number should have been 1000317571-2015-30210. (B)(4).

Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the product was too loose.